Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the following causes because more than 6 years had passed from the subject device had been manufactured. The deterioration of the device connection due to long-term use or inadequate device connection due to user handling.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the endoscopic image was not displayed when the subject device was connected to 3d during the unspecified timing. Olympus (B)(4) checked the subject device and found that the reported phenomenon could not be duplicate. There was no report of patient injury associated with this event.